Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining control solution results of "164 and 169 mg/dl" which fell above the specified control solution range of "121-161mg/dl" printed on the vial of test strip. This complaint is being reported because the alleged control solution issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.